Event description:
Maude event report (B)(4) states: after the left replacement I have been left with severe waddling gait, pain and moderate neuropathy left side after bilateral hip replacements. Left great trochanter avulsion fracture occurred within the first 6 weeks first time avulsion fracture is on x-rays or within 7 days of that date. Invoice with part/lot information was identified; however, the patient has bilateral hips and it is unknown which part/lots were implanted on the affected side. Update: (B)(6) 2012 - litigation papers received which allege the patient had pain, stiffness, inflammation, and increased metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for both of the reported part and lot number combinations. However, review of the as400 system, shows that at least 18 other devices from both of the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).